Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical product: pn: 875305001, ln: 63055878, shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners; pn: 875200932, ln: 63097076, liner elevated rim 32 mm i.d. Size hh for use with 50 mm o.d. Size hh shell; pn: 801803203, ln: 62992383, femoral head sterile product do not resterilize 12/14 taper.

Event description:
Patient underwent right hip revision procedure approximately 2 months post-implantation due to periprosthetic fracture of the femur. The femoral stem and head were revised.